Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. Tandem technical support arranged to send a replacement charging cable and wall adapter. The customer was advised to reach out to health care provider for an alternate method of therapy if pump battery depletes prior to receiving replacement charging supplies.